Event description:
Boston scientific was notified of the following event through a market evaluation questionnaire. The subject device was used to remove a clot from the right mca. The retrieval procedure was started at least 3 hours post stroke. The in-time device was not used until 5 hours post stroke. Elapsed time of the retrieval procedure was 2 hours, including application of 35mg of tpa. A 6mm x 20mm wall stent was used to open the ica. The device reached the proximal edge of the object and passed distal to the object. High vessel tortuousity was encountered during the procedure. The clot was removed and vessel flow was restored. Patient died.